Event description:
It was initially reported the patient experienced the ¿reposition antenna screen¿ on her recharger when attempting to charge her implantable neurostimulator (ins). It was noted the patient ¿started seeing this message a week or so¿ prior to report. It was stated the patient ¿had not been using the system because she was doing so well.¿ it was noted the patient last successfully charged her ins and had stimulation turned on was ¿a couple months¿ prior to report. It was reported the patient¿s ¿symptoms started returning slowly about a month¿ prior to report and the week prior to report was when the patient ¿felt she needed to turn her stimulation back on.¿ the patient was redirected to her health care provider (hcp). Additional information reported the patient¿s ins experienced a suspected overdischarge. It was noted ¿patient compliance was the primary reason for overdischarge.¿ it was noted the patient last felt stimulation and last successfully recharged ¿2 to 6 months¿ prior to follow-up. The patient reported ¿something was wrong with her device¿ and that it ¿needed to be jump started.¿ it was noted the patient had her device ¿off for a few months¿ at the time of initial report and that she had ¿not charged in 2-3 months¿ at the time of follow-up. The patient reported her pain ¿started again¿ around the time of the initial report after having ¿stopped using her stimulator¿ previously. The patient was redirected to her hcp. It was further reported that the patient was still in overdischarge. The patient never contacted any physicians after her last call. The patient continued to have issues with charging. The last time the device was charged was 5 months prior, as well as this was the last time she felt stimulation. The patient was working with her primary care physician, who was willing to have a company representative come to his office. The patient had not seen her pain physician in 4-5 years. The patient again reported a loss of therapeutic effect as well as her pain being back in full force. The patient had lost her strength and it didn't feel like she even had an implant. The pain was in her shoulders and arms. The pain that was considered "full force" started 2-3 weeks prior. The patient wanted to ger her stimulator running again. It was further reported that the patient asked their physician to page a representative but the patient had not heard back yet. Since the pain in her arms had returned, she couldn¿t vacuum, shower, or drive. It was further reported that the patient had her stimulator replaced. When asked for the reason, the patient stated "I dont know....it just quit working." The patient stated it had stopped working the end of 2013. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 238260001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that a communication problem was reported.

Manufacturer narrative:
(B)(4).